Event description:
Boston scientific provided the following information: this lead showed 2 episodes of fine noise. No known procedures on this day. Isometrics did not reproduce noise. Impedances and thresholds are stable. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.